Manufacturer narrative:
On 12/20/2019, a manufacturing record evaluation was performed for the finished device 6706160 number, and no non-conformances were identified. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: mentor memorygel breast implant 275cc, catalog number: 3502754bc, serial number: (B)(4), lot number: 6750168. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implant 275cc and experienced breast cyst, breast pain, indentation and rupture on the left breast implant. The patient experienced ¿discomfort and if she lays on that side it is painful. She felt like what she thought was a bubble and it was so bad she felt like she wanted to cut it off. She thought it was a cyst. When she raised her arm it was like an indentation on her left breast. She did not feel confident in her new doctor¿s diagnosis of fibro cystic breast disease. She can see an indentation that has gotten progressively worse. She can feel the seam of the implant and it is not smooth.¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date.